Manufacturer narrative:
Device is a combination product.corrections:(d4) lot number corrected from 0022810802 to 0021752720.(d4) expiration date corrected from 04/05/2020 to 08/07/2019.(h4) device manufacture date corrected from 10/08/2018 to 02/08/2018.device evaluated by MFR: promus element,mr,ous 3.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues with the device were identified during the product analysis. However it was noted that the device was used past the expiry date. As the date ot procedure was provided as (B)(6) 2020. The expiry date for this batch is 08/07/2019.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. Following pre-dilation, a 3.50x28mm promus element drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed and the stent struts were found slightly lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. Following pre-dilation, a 3.50x28mm promus element drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed and the stent struts were found slightly lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. Corrections: (d4) lot number corrected from 0022810802 to 0021752720. (D4) expiration date corrected from 04/05/2020 to 08/07/2019. (H4) device manufacture date corrected from 10/08/2018 to 02/08/2018.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. Following pre-dilation, a 3.50x28mm promus element drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed and the stent struts were found slightly lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.